Event description:
As reported by legal brief, on (B)(6) 2011, patient underwent bilateral knee replacement surgery and was implanted with optetrak devices. Patient developed severe pain in his right knee and was advice he would require revision surgery due to extensive osteolysis of the femoral component and additional osteolysis noted in the tibia. On (B)(6) 2021, patient underwent revision surgery of his right knee in which ¿marked synovitis was encountered with tissue changes suggestive of osteolysis¿; furthermore, inspection of the polyethylene component demonstrated pitter wear, delamination as well as some backside wear and there was extensive damage to the bony architecture was noted secondary to osteolysis upon cement removal. Patient also was required to undergo revision surgery on his let knee due to premature failure of the optetrak device. Patient developed severe pain in his left knee and was diagnosed with extensive osteolysis. On (B)(6) 2021, patient underwent revision surgery of his left knee in which again marked synovitis was encountered with tissue changes suggestive of osteolysis. Patient¿s surgeon removed large amounts of osteolytic tissue and membrane and documented extensive bone loss of the femur. As a direct and proximate result, patient has suffered and continue to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As further direct, patient has sustained and will sustain future damages, including but not limited to cost of medical care, rehabilitation, home health care, loss of earning capacity, mental and emotional distress and pain and suffering.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Upon further investigation, information was reviewed, this case will be voided as it is a duplicate of MFR# 1038671-2022-00091. Any subsequent information will be captured under MFR# 1038671-2022-00091.